Event description:
It was reported that this pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on the right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported. Received information the device and lead were explanted and replaced. The products have been returned for analysis. Outside of the revision, no adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of anomalous pacing impedance events, noisy signals, and oversensing.

Event description:
It was reported that this pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on the right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported. Received information the device and lead were explanted and replaced. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode two weeks after implantation. Technical services (ts) was consulted and advised the device recorded multiple noise and pacing impedance events on the right ventricular (rv) lead channel. The power consumption is high and irregular. This is consistent with a product performance issue with one of the integrated circuits. Ts provided troubleshooting suggestions and recommended a device and lead revision. The health care professional (hcp) advised a device revision has been scheduled. At this time, the device and lead remain in service. No adverse patient effects were reported.